Manufacturer narrative:
The tooth protector was not returned and there is no product with the same lot number in inventory. A sample of (B)(4) pieces of the same part number was visual inspected for flaws or defects in the molding that would expose the teeth. No defects/flaws were found. Based on the available information and the fact that we have never had a similar complaint, there is no reason to believe that the product did not meet a requirement or malfunctioned.

Manufacturer narrative:
An extensive and thorough investigation was performed by the engineering team that concluded the root cause for this problem is the fact that the patient port and the mask are made out of similar base materials resulting in an undesirably high coefficient of friction between the two parts. Steps have been taken to implement a material combination with a lower coefficient of friction that significantly reduces the effort required to remove the mask from the patient valve.

Event description:
The customer alleges "mouth guard was placed on upper teeth while patient was intubated for laryngoscopy procedure. Upon completion of the procedure the mouthguard was removed and it was discovered that the patients two top front teeth were chipped and rough." No other details were provided.